Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital for diabetic ketoacidosis (dka), an abscess and was septic. Surgery was performed to remove the abscess and feeding tube for liquid diet. Dka and other issues were resolved. Customer was discharged beginning of june. Customer was not sure if hospitalization was related to pump or supplies and event may not be related to blood glucose. Upon discharge, customer reverted to using an alternate method for insulin therapy. Customer could not recall further details of the hospitalization.